Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: data log review showed a slight decrease in placement signal (ps) and loss of pulsatility during the impella position unknown alarms. 5s parameters were stable at this time. The impella position unknown alarms were occurring consistently for 6 hours during the reported time. The ps pulsatility improved as the alarms resolved. The cause of the optical sensor issue was most likely patient condition related as data log review showed a loss of ps pulsatility and clinical details. Pump suction: the cause of the suction was patient condition related since clinical details note low volume status and data logs show loss of ps pulsatility. Thrombosis/tachycardia/arrythmia: the cause of the injuries was unable to be determined due to insufficient clinical details. Anemia: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella 5.5 support for intervention for abdominal aortic aneurysm. During support the patient became hypotensive and bradycardic on two occasions. Cardene stopped, was on epinephrine drops at 4 briefly, increased to p9 and received 1l lr and 500mls albumin. Overnight no issues, eventually landed on p6 due to mean arterial pressure goal. Transthoracic echocardiography (tte) report reads pump is positioned towards mitral valve, measuring 5cm from aortic valve. Having intermittent ectopy. Remains on systemic amiodarone and holding diuretics. Overnight/early morning hemoglobin dropped to 6.9. Gave one unit and hemoglobin back up to 7.8. Suction alarm over night. Dropped to p-7, gave a bolus of albumin and went back up to p-8. Patient experienced position unknown alarms, got an echocardiogram (echo) and echo showed a hemipericardium clot overlying the right ventricle. The patient was taken to operating room for clot evacuation and washout. While in operating room received 4 packed red blood cells, 2fresh frozen plasma, 1 platelet, 1l crystalloid. The nurse reports overnight suction alarms and patient received 250 albumin and 500lr. Weaned dobutamine off overnight. The patient was successfully weaned from pump and survived.